Event description:
It was reported that the patient presented for a procedure. It was noted that the setscrew of the pacemaker cannot be tightened and there was no locking sound. The pacemaker was explanted and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of the rv-setscrew could not be tightened on the lead was confirmed. Analysis revealed the user of the torque wrench was incorrectly inserting the wrench through the septum at various angles. The wrench cannot be inserted into the setscrew inset this way. The wrench has to be vertically inserting straight down for full insertion needed to engage and tighten the setscrew to the point of the wrench clicking. The problem is related to the user¿s incorrect use of the wrench. The setscrew anomaly was consistent with having occurred during the procedure. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.